Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for failed back surgery syndrome and spinal pain. The patient reported that they charged the device about a week and a half ago, but ¿it not taking any juice.¿ the patient stated that they can feel stimulation sensation when they increase it. When patient services asked the patient to clarify the concerns that it is ¿not taking any juice¿, the patient stated that it seems to be working well. However, they had a recent fall and broke their hip. The patient added that their device is right next to where their broken hip is and near where they fell, so they are wondering if they landed on the device. The patient is concerned that device damaged may have occurred. The patient was redirected to follow-up with their healthcare provider. No further complications or patient symptoms were reported or anticipated.